Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from the united states alleging that their onetouch verio iq meter was prompting an error 1 message. Per the onetouch verio iq user guide the error 1 message prompts when there is a problem with the meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an error 1 message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The subject test strips have been returned to lfs on (B)(4) 2012. However, the test strips were not evaluated as the complaint refers only to a meter issue. Also, the subject meter was returned on (B)(4) 2012 but investigation is pending. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned on (B)(4) 2012. The meter was evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter failed testing, but the error was not reproducible. The test strips did not required testing, since the complaint refers to the meter only. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.